Event description:
According to the reporter, two days after a laparoscopic omega loop, during stomach resection, there was a staple line bleeding. The patient had to undergo a revision surgery to resolve the issue. During the initial surgery, there was a leak test that performed and there was no issue. Hospitalization was extended for one more day. The patient is currently fine.

Manufacturer narrative:
D10 concomitant product: egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3k2615y egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3m1738y egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3m1738y egia45avm - egia45avm egia 45 artic vasc med sulu, lot# n3d0749y sig30avm - tri 2.0 sig30avm 30 vsclr med 12mm, lot# n3b0157y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.